Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a dissection occurred. The physician was treating a severely calcified lesion located in the rca (right coronary artery) with a 12x3.5mm quantum maverick balloon. The balloon was inflated four times at 12 atms for 13, 5, 5, and 15 seconds. According to the physician, the lesion was difficult to dilate. A dissection occurred in the mid to proximal rca. The dissection was treated with four promus stents (3.0x12mm, 3.0x23mm, 3.5x18mm, 3.5x18mm). There were no reported patient complications. Vital signs were stable throughout the procedure and the patient was discharged one day following the procedure.

Manufacturer narrative:
The complaint device was not returned for review; therefore, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. Upon review of available information related to this event, there is no evidence to indicate the device malfunctioned or failed to perform to specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.